Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. . The patient was prescribed IV antibiotics and oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:(B)(4). It was reported that the patients scs system was explanted on (B)(6) 2023 due to an infection at the midline lead incision site. The patient's ipg was explanted prophylactically. IV and oral antibiotics were also used to help with the infection.